Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions." And "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-1825034-2014-01225/-01226).

Event description:
Legal counsel for patient reported that patient underwent a total left hip arthroplasty on (B)(6) 2008. Patient's legal counsel reports patient's allegations of pain, swelling, inflammation, dysfunction, damage to surrounding bone and tissue, and lack of mobility, loss of range of motion, elevated metal ion levels, metal poisoning, and metallosis. Subsequently, patient was revised on (B)(6) 2013. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent a total left hip arthroplasty on (B)(6) 2008. Patient's legal counsel reports patient's allegations of pain, swelling, inflammation, dysfunction, damage to surrounding bone and tissue, and lack of mobility, loss of range of motion, elevated metal ion levels, metal poisoning, and metallosis. Subsequently, patient was revised on (B)(6) 2013. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the operative report for the left hip revision noted the presence of green tinged dark metal-stained thin fluid, metallosis, necrotic tissue and a large cystic fluid-filled structure. The modular head and taper adapter were removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.